Manufacturer narrative:
This report is for a patient who reused their minicap which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique by reusing a minicap which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with penicillin (dose, frequency and route of administration not reported) for peritonitis. On an unreported date, the patient recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.